Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not be conclusively determined through this evaluation. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU provides information on anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital due to suspected hemolysis. Lactate dehydrogenase (ldh) was high on (B)(6) 2019. An increase in lvad power was noted for 1-2 days upon device interrogation. The patient's international normalized ratio (inr) ranged from 1.7 to 2.9. The patient denied any dark urine, shortness of breath, or jaundice. Log file analysis showed elevated power and flow with pulsatility index (pi) fluctuations between (B)(6) 2019. The pump parameters appeared to have normalized since that time. The log file data was insufficient to indicate a thrombus issue. No further information was provided.